Manufacturer narrative:
Results - product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the black polymer. There was 10 cm of distal core separated. The separation was 19 cm distal to the end of the black polymer. The separated edges of the polymer were stretched and jagged. There were two kinks in the distal core 9 cm distal to the end of the polymer and 7mm proximal to the tip. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire. This met manufacturing criteria. The guide wire was sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: difficult to remove requiring medical intervention/guide wire core separation is likely to cause or contribute to patient injury. Device issue: difficult to remove/guide wire core separation. It was reported that the procedure was to treat highly calcified lesions in the lad and lcx. After placing one whisper guide wire in the lad, an attempt was made to advance a second whisper guide wire through the totally occluded lesion in the lcx. As this lesion was extremely calcified, a micro catheter was used along with the whisper. The micro catheter and the whisper were advanced to the lesion, but an attempt to steer the whisper through the lesion was unsuccessful. The micro catheter was removed first, and then a balloon catheter was inflated inside the guide catheter to remove the whisper guide wire. A fracture was observed in the distal section of the guide wire. Once outside the pt, the guide wire completely separated. No pt effects were reported. No additional event or pt info is available.